Event description:
Pt was being supported by an impact 754 portable ventilator system on transport from one hospital to a larger hospital. The end user reported that the device was functioning normally in the hospital for approximately 10 to 15 minutes when the pressure dropped. The pt's o2 sats began to drop and the pt was immediately switched to manual ventilation for the transport. The end user reported there was no serious injury to the pt as a result of the incident. Though it was reported that serous injury to the pt did not occur, it was reported that the pt was ventilated using manual back-up equipment. We have submitted this as a serous injury event because back-up ventilation equipment was necessary to preclude permanent impairment or damage due to the device incident.

Manufacturer narrative:
Device was tested upon receipt at impact and the reported problem could not be duplicated. Periodic maintenance including burn-in, vibration testing, calibration and functional testing was performed. The unit was returned to the end user after it tested within specification.